Event description:
Bachofen pump had a form catheter requiring pt to have surgery to explant the device. Device not faulty at time of implant. Pt wanted to take pump home. Representative from medtronic coming to hosp to see pump.